Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was shocking when the battery was off. X-rays were taken, the leads had not moved, and the system seemed to be intact and functioning normally. In addition there was also abdominal pain. Plans were made to see a specialist to determine if there are any potential internal issues. The issue was unresolved at the time of this report. The event occurred during normal use. The patient status at the time of this report was "alive-no injury."